Event description:
On 1/30/95 an aus device was implanted. On 3/1/95 the pump was revised. On 10/1/96 the device was removed from the pt and replaced due to cryo-therapy resulting in cuff erosion of the urethra.